Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular lead. Diagnostic imaging was performed and no anomalies were observed. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in the stable condition.